Manufacturer narrative:
MFR reference number: (B)(4). Baxter received and evaluated the device. A "door not fully latched" alarm was confirmed through review of the device history log. The eval was able to reproduce the door issue, caused by the door hooks being out of adjustment. The door hooks and latch pins have been replaced.

Event description:
It was reported that a pump door is difficult to close with a loaded IV set. It was also reported that there was no patient injury.